Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that was likely to have contributed to the complaint. No definite root cause for the complaint was determined. Based on the complaint history, work order search and the device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device evaluated by manufacturer? No -(other): lens remains implanted. Evaluation codes: method (other): work order search results -(other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions -(other): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4): lens implanted.

Manufacturer narrative:
Additional information: the reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -7.5/1/092 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted due to the patient experiencing refractive surprise. Explant date: - unk. Device evaluation: the lens was returned dry, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Conclusion code: the patient is under 21 years old and has an anterior endothelium chamber depth (acd) below 3.0mm and per dfu for this lens model, this lens model is contraindicated for patients under 21 years old and acd below 3.0mm. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. The lens had a refractive surprise and will be exchanged for another lens. The lens remains implanted.